Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the burr/blade device could not be detached from the handpiece device. It was unknown if there was a delay in the procedure due to the event, or if a spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The handpiece device was evaluated and the reported condition that the device will not release the cutter was confirmed. An assessment was performed and it was observed the burr lock assembly was damaged, and it would not lock a cutter. The burr lock mechanism assembly was disassembled and the two springs for the lock tabs had failed and were not pushing on the lock tabs to release cutters. It was observed that one of the springs was out of place and deformed. It was further observed that the other spring was out of place and completely gone. It was determined that the cause for the springs to come out of place was due to the handpiece being run without a cutter. The assignable root cause was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.